Event description:
It was reported that the device had broken tamper seal. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue broken tamper seal was confirmed. Received on 09-sep-2025, pcu device was received unboxed and with paperwork. External inspection revealed a broken tamper seal and scratched front case. Broken tamper seal caused by field service. Scratched front case. Unable to determine where the damage originated. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace the tamper seal and front case. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.